Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device exhibited "error code 114" which was the issue the customer had with lost programming. The investigation determined that a faulty printed wiring assembly board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The printed wiring assembly board was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming. There was patient, or clinician injury associated with these occurrences. No further details provided at this time.